Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, model and serial numbers unknown; st. Jude medical sl1 sheath, lot number unknown; st. Jude medical brk xs transseptal needle, lot number unknown; medtronic flexcath sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a male patient, approximately (B)(6), underwent an ablation procedure for persistent atrial fibrillation and atrial flutter with a thermocool smarttouch uni-directional sf catheter and suffered a cardiac tamponade requiring a pericardiocentesis and a pericardial window. During ablation phase, a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 1500ml. Patient was transferred to the operating room for a pericardial window. Patient required extended hospitalization as a result of the adverse event. There were no factors cited that may have contributed to the adverse event. It was suspected that the injury occurred while maneuvering the catheter to the mitral isthmus line. Physician did not provide a causality opinion. Transseptal puncture was performed with a st. Jude medical brk xs transseptal needle. Sheaths in use included a st. Jude medical sl1 and a flexcath. Generator parameters included power control mode at 30 watts with impedance spike at 30 ohms. Overall ablation time and last ablation cycle time at the site of injury were not reported, as ablation did not occur at the site of injury. Irrigated catheter flow was set at 8ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained at 350 seconds or greater. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure.

Manufacturer narrative:
On (B)(6) 2017, we learned that the manufacturing/expiry dates provided in the original device history record review were incorrect. These dates, and the associated UDI number, have been corrected. (B)(4).